Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-command shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. Circuit breaker connections were evaluated and repaired. The system was tested and found to be working as intended and returned to service.